Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type extension.

Event description:
Additional information received from the manufacturer representative reported that the surgical intervention was performed on (B)(6) 2017. The ins and extension were replaced. Per the healthcare professional, the cause of the short circuit (low impedance) seemed to be with the extension since the impedances when measured directly on the lead were ok. Device data indicated the ins was 97% used.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that, since implant, the patient was less than satisfied with the stimulation. (The extension and ins were previously replaced on (B)(6) 2015, and the lead was implanted on (B)(6) 2010.) The patient programmer had already been replaced three times and the investigation showed there was nothing wrong on two occasions. As of (B)(6), the resistance was less than 50 ohms and, since then, the patient had been experiencing jerky stimulation. Measuring during movement gave the same result. That data revealed there was a short circuit between electrodes 0 <(>&<)> 4. The current programming involved contact 0 as the anode and, due to the short circuit, some of the current might be delivered via contact 4 instead of all via contact 1. It was recommended to try reprogramming program a1 to 1- 2+ to see if proper therapy can be obtained without the shocking sensation. Additional information from the manufacturer representative reported there was no injury, but the patient will receive (troubleshooting) surgery.

Manufacturer narrative:
Device evaluation: analysis of the extension found there was a short between the #0 conductor and the #4 crimp at the suture impression site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the manufacturer representative reported that the healthcare professional was informed in full about the recommendation to adjust the programming to see if proper therapy could be obtained. The consequent action taken by the healthcare professional or the result of that had not been communicated with the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant date of the ins has been updated. The ins and extension replacement that occurred in 2015 is captured in regulatory report number 3007566237-2017-01255. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.